Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found switch 4 had wear. Adhesive on the bending section cover had a white-clouded area. The adhesive around the objective lens was peeled. Due to adhesive peeling around the objective lens, streak of flare appeared in the image. The control unit was discolored, and the connecting tube had a dent. The air/water nozzle was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. The air/water nozzle was flushed with air and water. The air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. There were no delays in the start of precleaning. The customer cleaned, disinfected, and sterilized the distal end cover before returning to olympus, the customer flushed the air/water nozzle with air and water. The customer stated the foreign material was a water stain. The customer wiped/brushed the distal end cover with a clean lint-free cloth, brush, or sponge with no reported delays and no abnormalities were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the foreign material remaining in the device. It was unknown if the reprocessing was conducted in accordance with the instructions for use from the obtained information. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle and plastic distal end cover. There were no reports of patient involvement.